Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. The device temperatures were found to be within specifications. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the accuracy test. The pneumatic system was tested and found no issues. An inspection of the piston foams found them to be disintegrated. The cause of the reported issue was determined to be due to the disintegrated piston foams. The piston foams were to be scrapped and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.